Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. There were fluctuating pacing impedance measurements but these remained within range. Pacing threshold measurements were also slightly increased. No oversensing was observed after provocative maneuvers and pocket manipulation. However, it was noted that last month the patient had a very strong cough which may have caused the noted observation. Additional information was received that an x-ray revealed a possible fracture or a defect in insulation of both the rv lead and a competitor right atrial (ra) lead. The lead defect occurred near the collarbone. Further, decreased pacing impedance measurements were observed since last month but it did not reach below 200 ohms. The rv lead was explanted and replaced. The lead will not be returned. No additional adverse patient effects were reported.